Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure high impedance, varying impedance and undersensing were noted on the pacing lead. It was further reported the lead helix stopped working. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the lead was returned with the helix was fully extended and stylet still inserted in lead. Removed stylet from lead to perform helix extension and retraction. The helix could be extended and retracted, and turns within specification. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead in question is the right ventricular (rv) lead and diminished sensing was also noted.